Event description:
General report received of an unspecified number of undocumented incidents of a tubing rupture when used with a power injector. The ruptures occurred when the initial 3 to 4ml of contrast had been injected. It was reported taht contrast and blood leaked. At times, the peripheral IV had to be restarted. In all of the incidents, the scan was completed and the pt and the staff did not experience any adverse effect. The customer recently began using a medrad power injector to delivery contract during CT scans on adult pts.